Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy xd drug-eluting stent was selected for use. A shaft break was noted at the connector level and a second stent was used to complete the procedure. . No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 2.50 x 24mm stent delivery system (sds), catheter was returned for analysis, the following attributes were examined: stent profile: examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft and the manifold detached at the distal strain relief section. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy xd drug-eluting stent was selected for use. A shaft break was noted at the connector level and a second stent was used to complete the procedure. . No patient harm resulted in relation to this event.